Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), the device detected monitored episodes of ventr icular tachycardia (vt) that may have been atrial tachycardia/atrial fibrillation (af) with rapid ventricular response (rvr) and supra ventricular tachycardia (svt) that may have been at/af with rvr. The ICD remains in use. The right ventricular (rv) lead exhibited undersensing and remains in use. The right atrial (ra) lead exhibited undersensing during at/af events resulting in unnecessary pacing at times and undersensing during at/af stored episodes resulting in termination of at/af detected event(s) in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.